Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product was disposed.

Event description:
It was reported that patient had injury on (B)(6) 2011. External fixation. On (B)(6), t2t surgery. On (B)(6) treatment did respectively. On (B)(6) 2012, the patient left the hospital. On (B)(6) 2012, the patient had fever. On (B)(6), hospitalized. On (B)(6), debridement. On (B)(6) a nail was removed.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
It was reported that patient had injury on (B)(6) 2011. External fixation. (B)(6), t2t surgery. (B)(6) treatment did respectively. (B)(6) 2012, the patient left the hospital. (B)(6) 2012, the patient had fever. On (B)(6), hospitalized. (B)(6), debridement. (B)(6). A nail was removed.